Manufacturer narrative:
Concomitant devices: 0.018 wire vessel dilator, 0.035 wire. Complaint conclusion: as reported, the patient had placement of the trapease inferior vena cava (ivc) filter. Per the medical records, the filter was implanted due to right leg deep vein thrombosis (dvt). The filter was deployed below the level of the renal vein. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, pulmonary embolism, deep vein thrombosis, and filter fracture. Per the patient profile form (ppf), the patient reports filter fracture, blood clots, clotting and or occlusion of the inferior vena cava (ivc). The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, pulmonary embolism, deep vein thrombosis, and filter fracture. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the filter was implanted due to right leg deep vein thrombosis (dvt). The filter was deployed below the level of the renal vein. The procedure was performed without immediate complications. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately four years and five months post implantation. The patient reports filter fracture, blood clots, clotting and or occlusion of the inferior vena cava (ivc).

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, pulmonary embolism (pe), deep vein thrombosis (dvt), and filter fracture. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. The trapease filter is not indicated for use in the prevention of deep vein thrombosis. Rather, patient and pharmacological factors may have contributed to these events. Without images or procedural films for review, the reported filter fracture could not be confirmed, and the exact causes could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the filter fracture is unknown. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, pulmonary embolism, deep vein thrombosis, and filter fracture. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter fractured and the patient experienced pulmonary embolism (pe), deep vein thrombosis (dvt), blood clots, clotting and or occlusion of the inferior vena cava (ivc). The patient also reports worrying every day as the filter cannot be removed because it is in a main artery, and if removed, it could result in death. The patient also reports taking medicine for depression and suffering from mental anguish. The indication for the filter implant was deep vein thrombosis of the right leg. The filter was placed via the right common femoral vein and deployed below the level of the renal veins. The procedure was performed without any immediate complications. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. The trapease filter is not indicated for use in the prevention of deep vein thrombosis. Blood clots, clotting and/or occlusion of the inferior vena cava or the filter does not represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without images or procedural films for review, the reported filter fracture could not be confirmed, and the exact causes could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the filter fracture is unknown. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Anxiety and depression do not represent a device malfunction and may be related to underling patient specific issues. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, pulmonary embolism, deep vein thrombosis, and filter fracture. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the filter was implanted due to right leg deep vein thrombosis (dvt). The filter was deployed below the level of the renal vein. The procedure was performed without immediate complications. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately four years and five months post implantation. The patient reports filter fracture, blood clots, clotting and or occlusion of the inferior vena cava (ivc). The patient further reports worrying every day as the filter cannot be removed because it is in a main artery, and if removed, it could result in death. The patient also reports taking medicine for depression and suffering from mental anguish.